Manufacturer narrative:
Product complaint #: (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent the surgery for right knee with the implants in question. The surgery was completed successfully without any surgical delay. After the surgery, loosening of the implants occurred due to polyethylene abrasion of the inner side of the insert and patella. The revision surgery was done on (B)(6) 2022. All implants were removed. The revision surgery was completed successfully without any surgical delay. No further information is available. Remarks: in addition to ip registered implants, 4 screws (unk) and 1 clip (unk) have also been reported as removed implants, but they have not been registered due to lack of appropriate options in ip category.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.